Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer attempted to resolve the occlusions with a supply change, however the continued to occur, ultimately the pump was removed and an alternate method of insulin therapy was used.